Event description:
It was reported in a journal article that 26 patients with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received at least one inappropriate shock due to svt/t-wave oversensing. It was noted that one patient had a system explant. No additional adverse patient effects were reported.

Event description:
It was reported in a journal article that 26 patients with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received at least one inappropriate shock due to svt/t-wave oversensing. It was noted that one patient had a system explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Despite multiple requests for device return, this device was not returned for anaysis. Device technical analysis: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review performed for the subcutaneous defib electrode device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the subcutaneous defib electrode device is acceptable. Investigation conclusion: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device.